Event description:
According to the reporter: the clips would get stuck in the black clip carrier. This occurred after firing. It was necessary to cut the device off the instrument. Other clips were used to complete the procedure.

Manufacturer narrative:
(B)(4).